Event description:
It has been reported that the pt received an acetabular cup on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to "displaced" cup.

Manufacturer narrative:
The device was not returned to the MFR for review. The lot numbers were received and the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. There is no need for further corrective measures at this point in time. Zimmer (B)(4) considers this case as closed. (B)(4).